Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The device was removed and replaced with a new ipp device. No information was provided about the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The ipp was replaced due to it was not inflating. A hole in the right cylinder was found. No more information is available.